Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced blood pressure decrease, cardiac tamponade and perforation. The right ventricular (rv) lead was attempted not used and replaced. No further patient complications have been reported as a result of this event.